Manufacturer narrative:
In response to FDA report number: mw5106900. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of inflammation/irritation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "chronic pain," "inflammation," "skin rashes," and "increased anxiety".

Event description:
Patient reported "chronic pain," "inflammation," "skin rashes," and "increased anxiety." Patient additionally reported "fatigue," "brain fog," "cognitive dysfunction," "hair loss," "weight problems," "poor sleep," "vision problems," "low libido," "difficulty swallowing," "muscle pain," "joint pain," "numbness and tingling in hands, fingers, and feet," and "acid reflux"; these events are not device related. Device has been explanted. This represents the right side.